Event description:
The cylinders and pump were removed from the pt and replaced due to fluid loss-cylinders. Unsure if the reservoir was removed, but a new one was implanted. Add'l lot/ser no: 5450m 001.